Event description:
Hcp reported pt had urinary retention since insertion of deep brain stimulation pulse generator in 2001. Pt had foley catheter replaced and was treated with bactrim and flomax. After numerous unsuccessful attempts at voiding trials, pt had transurethral resection of the prostate the next month. Pt had no complications post-surgery.